Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator failed testing due to active exhalation module. The device's active exhalation control module valve needs to be replaced to address the issue.